Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited loss of capture. On (B)(6) 2019, the patient presented to the hospital for a lead revision procedure. Fluoroscopy was performed and it was discovered that the atrial lead had dislodged. The lead was repositioned without issue. No patient symptoms were reported and the patient remained in stable condition.